Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, immediate implantation, swelling, fistula, abscess, inflammation, mobility (B)(6) are same patient).